Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention with a 6f sheath. Reportedly, there were no issues with the device, nothing unusual noted through opening the footplate lever. However, when pulling back the device for the feet to meet the vessel wall, the device did not feel right. Through fluoroscopy the device was observed to be broken in half at the guide. A snare was used unsuccessfully to remove the broken device. An endarterectomy device was used to remove the device. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed. The reported device entrapment and irregular texture/ the device did not feel right could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to patient femoral vessel/anatomy variables, aggressive manipulation during advancement. The separated sheath likely contributed to the reported, "the device did not feel right ¿ and subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.